Manufacturer narrative:
Insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. Insulin pump failed the sleep current test due to moisture damage on the electronic assembly. Low battery alert alarm due to moisture damage on the electronic assembly. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked case on battery tube side, cracked belt clip rail case corner and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm or short battery life. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.